Event description:
I had a hernia at work and mesh implant was used on (B)(6) 2014. Within two weeks, an infection started and the doctor prescribed anti-biotics for several stretches to rid me of this infection. It has not been resolved as of yet and (seroma) fluids are persistently leaking from the navel. Occasionally leak stops, but then redness and pressure and pain builds and then leak will start again. This has been going on for almost 11 months. I now have an appointment for surgery to remove it. Since the (B)(6) 2014 surgery, I have noticed that when I get an erection, it is not severely bent to one side. I am very frustrated and just want this to be over and done with.